Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/25/2020. Additional information was requested and the following was obtained: I have been into the account to find out the requested information but have been unsuccessful in uncovering the information requested. I am sorry, but I appears that the information that was provided is all that I can get at this time.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please kindly confirm; did the needle tip broke during use or was it the suture? Please explain.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. It was reported that the suture tip broke off during use. Another like suture was used to complete the procedure successfully. There were no patient consequences reported. Additional information has been requested.